Manufacturer narrative:
Neither the device or any imaging was available for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done to remove and replace locking caps which had loosened post-operatively.